Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pace impedance measurements and high pacing threshold measurements. Surgical intervention was taken to cap and replace this lead. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating this rv lead was confirmed to be fractured via fluoroscopy. No additional adverse patient effects were reported.